Manufacturer narrative:
Concomitant medical products: product ID: d394trg crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a month after a device replacement procedure, the patient developed an infection. The patient was also experiencing a fever, chest tightness, their body felt tired and achy, and white secretions oozed from the incision of the cardiac resynchronization therapy defibrillator (crt-d) implant site. Cultures were taken and the organism identified as staphylococcus aureus. The crt-d system remains in use. The patient was hospitalized and antibiotic treatment was provided. No further patient complications have been reported as a result of this event.